Manufacturer narrative:
West pharma services il (west il) investigated on a complaint received by pfizer puurs site supplier regarding a hair found on a vial adapter during incoming inspection. The sample was returned to west il for evaluation on 07-may-2023 and the reported issue was verified. According to the inspection of the received sample, a particle which looked like hair was noticed inside the blister and crossing the sealing area. According to batch records review on lot number f657, this lot was manufactured according to relevant procedures, tested before release, and shipped according to specifications. There were no non-conformances found and no findings were observed. Additionally, no deviations in the production process were found. Retained samples from lot# f657 were visually inspected by the sub-contractor with no findings observed. West il sent a formal request for investigation to the sub-contractor. According to the sub-contractor's report, human hair can enter the product from the clothing of an employee or from the raw material (i.e. Tyvek). Therefore, insufficient procedure for gowning instructions in the clean room, is the most probable root cause for this reported issue. As a result, the sub-contractor updated the procedure for cleaning room gowning and behavior and performed awareness training. The device manufacture date has been corrected to 08may2022 in this report which was previous incorrectly reported as 08may2020.

Event description:
The customer contacted west il to report that during visual incoming inspection of vial adapter; the visual inspection found contamination of a hair which was in direct contact with the vial adapter. This was found prior to patient use. The customer did not return the device to west for evaluation. However, a photograph of the device was provided to west and visible contamination of the device was verified as contamination of hair. If additional information is provided, a follow up report will be submitted.